Manufacturer narrative:
The field service engineer (fse) performed system evaluation at the facility on (B)(4) 2009. The fse reported no system issues. All verification testing conformed to the manufacturer's published performance specifications. Quality control (qc) was within the customer's established ranges and weekly system checks were within specifications. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.

Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, for one patient, involving unicel dxc 600i synchron access clinical system. The patient's sample initially recovered a high result. Subsequent testing produced negative results. The elevated result was not released out of the laboratory. The negative result was reported to the hospital. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.